Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed in the lab. A companion sample was received. The results of a sample evaluation revealed no manufacturing abnormalities or alarms. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A care giver (cg) contacted global technical services regarding a low drain volume alarm that occurred on the home choice (hc) unit during initial drain. The cg stated the home patient (hp) had missed two days of therapy and there was air in the patient line. The technical service representative (tsr) assisted the cg to end therapy and start over with new supplies. There was patient involvement but no injury or medical intervention was reported. Product surveillance contacted the cg regarding the reported problem. The cg stated that after starting over with new supplies no further issues were found. The cg stated this was an isolated event and he was not sure what caused the air to get in the line. The cg stated the home patient did not develop any adverse reactions or require any medical intervention. The cg also stated the hp is currently performing therapy without any complications. The cg stated he has already discarded the cassette, but a companion sample was available.